Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during use of atrial lead, potential oversensing noted on atrial lead during episodes recorded as atrial tachycardia/atrial fibrillation (at/af). The atrial lead remains in use, and no patient complications have been reported as a result of this event.